Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the product's head part was found fractured, and the fractured part was in the m8 screw, doctor had to replace a new tool to complete the surgery. No fragments remained inside the patient. No patient complications reported. But this issue led to the operation time prolonged.